Event description:
A homecare pt intubated with a size 8.0 xcsp, extended length disposable cannula cuffless tracheostomy tube - proximal reports that upon removing the disposable size 8 xic, extended length inner cannula, the 15mm connector separated from the cannula tubing. The pt was able to easily remove the separated inner cannula tubing from the outer cannula. A replacement size 8 xic was already available and was inserted and attached to the 8.0 xcsp outer cannula without no further problems encountered. The disposable, single use, size 8 xic was in use approx ten (10) hours when the incident occurred. There was one (1) pt involved with no reported pt injury. The involved size 8 xic was discarded and as such is not available to be returned to the MFR for identification, analysis and investigation.